Event description:
Information was received indicating that this syringe infusion pump exhibited a pump motor drive of post error. No adverse patient effects were reported as there was no patient involvement.

Manufacturer narrative:
One used pump was received for investigation. A visual inspection found the top case to be cracked and a rubber foot was missing. A review of the event history log found evidence of a "pump motor drive off post" message. The pump was unable to be fully tested as the battery was dead and could not hold a charge. The battery issue was attributed to normal wear of the device.